Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was unknown mg/dl. The customer was treated sometime insulin pens and sometimes with insulin pump. The troubleshooting was performed. It was explained to the customer the two high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.